Event description:
It was reported that this patient went to the emergency room one month after their implant because of chest pain resulting from chest congestion. The patient also had a pericardial effusion during the device implant. The physician administered IV antibiotics to help with the chest congestion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).